Manufacturer narrative:
Unable to investigation/evaluation due to actual device not being returned to manufacturer and no lot number supplied by user facility. Facility was contacted in an effort to gather missing medwatch information, the device in question and/or photos or videos of the device. No response as of yet. Richard wolf (B)(4) ((B)(6)) considers this matter closed. However, in the event (B)(6) receives any additional information a follow up report will be submitted to FDA. Richard wolf medical instruments corporation (rwmic) submitting report on behalf of (B)(4) report on behalf of (B)(4).

Event description:
Suspect device was used on a tumor on a childs small intestine. The loop completely degraded and was never found again. Procedure was completed.